Event description:
Unable to interrogate device despite all troubleshooting steps. Noted that patient has breast implants so alternative wand positions as well as using programmer wand instead of rf telemetry was also tried. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.